Event description:
It was reported to covidien on (B)(6) 2012, that customer had an issue with tumescent infiltration pump. The customer states that during a procedure, the tumescent pump didn¿t function as intended. The pump does not stop pumping when the foot pedal is released causing a continuous stream of fluid. The procedure was not aborted. Another clinician was brought in to help start and stop the flow of tumescent.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.